Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a second redo aortic valve replacement procedure after an implant duration of eight (8) months due to severe pvl resulting from valve dehiscence. The patient presented with acute on chronic combined systolic and diastolic chf and cardiogenic shock. A concomitant redo ascending aorta/hemiarch replacement was also performed with a 30mm gelweave graft in the same procedure. Intraoperatively, the valve had nearly half-dehisced from the annulus. The valve was explanted and replaced with another 25mm 3300tfx valve. The new valve was seated and secured, and had a good apposition with the annulus. The patient tolerated the procedure well and was transferred to the CT ICU in a guarded condition. The patient required mediastinal reexploration and washout due to postop hemorrhage on the same day of the procedure. The patient was discharged home in a stable condition on pod #7 with home health visiting nurse.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. The most likely cause is patient factors, including ckd and the 3300tfx25mm being implanted due to endocarditis.